Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during a therapeutic hysteroscopic myomectomy, the loop on the hf-resection electrode broke off and needed to be removed by graspers causing the case to be delayed by 25 minutes. The doctor mentioned the loop is flimsy and weak and this is the second loop electrode that has broken on him. The procedure was completed with another device. No patient harm was reported. Related patient identifier: (B)(6) (wa47706s / sn: unknown).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than one year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issue was likely due to improper handling and/or excessive force by the user. Olympus will continue to monitor field performance for this device.